Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker system implant procedure. While suturing up the implant pocket and taking the final fluoroscopy, the physician noted the atrial lead had dislodged. The incision was reopened and the lead was repositioned successfully. The patient remained in stable condition.